Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -10.0/2.5/70 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The lens had rotated and it was noted, the lens was implanted into the patient's eye for two adjustments due to rotation, and the last lens was implanted vertically. The lens was repositioned. On (B)(6) 2023 the lens was exchanged with a same length lens but implanted vertically and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4)

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken with foreign material on the lens surface, specifically fibers. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).